Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer's blood glucose was unknown. They stated that the insulin was squirting out during manual prime. Troubleshooting was completed and the customer was advised that the pump needed to be replaced. No further details given. Insulin pump will not be returning for analysis.